Manufacturer narrative:
The date received by manufacturer has been used for this field. Results: no samples were received for evaluation. A complaint history check revealed no similar complaints for reported lot number 6327837. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
Moisture was observed in the top of the 60ml bd syringe with bd luer-lok¿ tip.